Event description:
Caller reported that t: slim x2 pump battery would not charge, with power source alert 07 noted. There was no adverse impact to the customer¿s blood glucose level. Cts advised caller to use a known working outlet and start a 30-minute timer to see if the pump would begin charging, and caller agreed to find a working wall adapter for a follow-up.